Event description:
A malfunction alarm with malf code 16 was reported for a pump. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.